Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was disengaged from the handle with the procedural sheath pulled back against the shuttle. The balloon had a severely inverted tip. The sealant and the advancer tube were not returned with the device. The catheter, shuttle cartridge and procedural sheath were inspected for anomalies i.e. Kinks, deformity. No anomalies were observed. Based on the information provided and no returned sealant and advancer tube for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1219205) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci distributor that a patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6/7f sheath (unknown model). Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the sealant did not swell up (hydrate) and adhere to the artery. The device and sealant were removed. The patient was converted to 30 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela.